Manufacturer narrative:
(B)(4). On an unreported date, the home patient's peritoneal dialysis catheter (pd) catheter was removed and pd therapy was permanently discontinued. On an unreported date, the patient started hemodialysis. On (B)(6) 2013, the patient again experienced peritonitis. On an unreported date, the patient was admitted to hospital for peritonitis. Treatment was not reported. On (B)(6) 2013, the patient died due to unknown cause. It was not reported if an autopsy was performed. No additional information is available. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis and the treatment were not reported. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.